Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 429688 implantable pacing lead implanted: (B)(6) 2013; product ID 5076-52 implantable pacing lead implanted: (B)(6) 2013; product ID d204trm cardiac resynchronization therapy - defibrillator (crt-d) implant date (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead during the use of a cardiac resynchronization therapy - defibrillator (crt-d) device and lead system. The physician was unable to pass guide wires through the lv lead in order to reposition it so, a new lead was implanted via a different access vein. No diaphragmatic stimulation was observed during testing. Also during the procedure, the insulation of the right ventricular (rv) lead was inadvertently cut so the rv lead was removed and replaced. It was also reported that the right atrial (ra) lead had dislodged and dropped into the superior vena cava (svc). Tissue was observed on the helix of the ra lead and the helix would not retract appropriately so the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The analyst com mented, no cuts or nicks observed throughout the length of the lead.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.